Event description:
Material#: 2426-0007. Batch number#: 24075347. It was reported by customer that patient's bevacizumab was hung on primary infusion line "pump infusion set" ref 2426-0007. Lot number 24075347. Patient called soon after infusion began to report infusion was leaking. Upon inspection the tubing was leaking at the plastic piece near the connection site. There are two plastic pieces that go around the tubing at the male luer end that connects to patient and the piece above the one that locks onto the luer lock was leaking. It was likely cracked but unable to tell. Verbatim#: rcc received a complaint via email. Product name set infus 3-vlv ndlss. Manufacturer bd. Catalog # 2426-0007. Lot / serial # (B)(6). Item # 445129 issue description patient's bevacizumab was hung on primary infusion line "pump infusion set" ref 2426-0007. Lot number 24075347. Patient called soon after infusion began to report infusion was leaking. Upon inspection the tubing was leaking at the plastic piece near the connection site. There are two plastic pieces that go around the tubing at the male luer end that connects to patient and the piece above the one that locks onto the luer lock was leaking. It was likely cracked but unable to tell.

Manufacturer narrative:
Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Material#: 2426-0007 . Batch number#: 24075347. It was reported by customer that patient's bevacizumab was hung on primary infusion line "pump infusion set" ref (B)(4). Lot number 24075347. Patient called soon after infusion began to report infusion was leaking. Upon inspection the tubing was leaking at the plastic piece near the connection site. There are two plastic pieces that go around the tubing at the male luer end that connects to patient and the piece above the one that locks onto the luer lock was leaking. It was likely cracked but unable to tell.